Event description:
Additional information received noted that the device was explanted on (B)(6) 2024.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's implantable cardioverter defibrillator (ICD) exhibited post paced t wave oversensing. No intervention was done. There were no patient consequences.

Manufacturer narrative:
The reported field event of post-paced t-wave oversensing was confirmed via review of stored egm. However, it could not be reproduced in the lab. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal. A longevity calculation was performed and found the battery depletion was normal based on the device usage.